Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a loss of sensing and a loss of capture noted on the right atrial (ra) lead. There was also decreased pacing lead impedance (pli) noted. Diagnostic imaging was performed which revealed insulation damage between the device can and the patient¿s clavicle due to clavicular crush. The device was reprogrammed to deactivate the lead and the patient was stable with no consequences.